Event description:
As reported, patient had a left hip revision due to loosening. All components were removed and replaced with competitor's device. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays received. The device will be returned.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, d6a, d9, d10, g3, g4, g6, h2, h3, h4, h7 and h9 have been updated accordingly. Section d10: concomitant products element-stem, collared w/ha, std offset, sz 12 (cat# 164-03-12 / serial# (B)(6)) alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(6)) alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(6)) integrip cc, cluster 58mm, g3 (cat# 186-01-58 / serial# (B)(6)) cocr femoral head 40mm, +3.5 offset 12/14 (cat# 142-40-03 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the revision reported was likely the result of insufficient bond between the femoral stem and the bone and patient-related conditions, which led to aseptic (non-infected) femoral stem loosening. The most probable root cause associated with the reported event of ¿loosening¿ is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.